Event description:
Customer reported that: "hqv46352 was reported to have a leak in the circuit. The leak was identified upon priming the circuit in the arterial filter. Upon closer inspection, the staff priming the circuit are of the opinion there appears to be a crack in the housing of the arterial filter. No pt injury was reported." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested. A supplemental medwatch will be submitted after receipt of further info.